Event description:
A customer contacted global technical service (gts) regarding a question about lost dwell time, which occurred on the home choice (hc) during use. The home patient (hp) stated that they had six hours of lost dwell time with no alarms. The tsr reviewed the therapy log. The average dwell time was twenty eight minutes, the cycle 4 dwell time was one minute, the cycle 3 dwell time was nine minutes, the cycle 2 dwell time was six minutes, the cycle 1 dwell time was one hour and thirty six minutes, and the day dwell time was two minutes. The total ultrafiltration (uf) equaled 214 ml, the cycle 4 uf equaled 86 ml, the cycle 3 uf equaled 136 ml, the cycle 2 uf equaled 174 ml, the cycle 1 uf equaled 2295, the day drain was -2477 ml, the initial drain volume equaled 1630 ml, and the hp had 2 bypasses. Based on the cycle 1 uf, this is an increased intra-peritoneal volume (iipv) event (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr explained the importance of not bypassing the day drain. The hp stated that they would call if they needed assistance to bypass. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated that she was aware of the alarm and the lost dwell time. Ps informed the rn that an overfill event did occur based on the cycle 1 ultrafiltration (uf) volume. The rn asked if it seemed like the overfill was caused from an issue on the machine and ps informed the nurse that the patient had bypassed a day drain, which may have caused the event. The nurse stated that the patient had no further issues with therapy and stated that she would follow up with the patient. She also stated that the patient's largest prescribed fill volume is 2500 ml. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, as there was an inappropriate bypass of a drain. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.